Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. Verbatim: consumer reported needle clog during injection.issue involves two boxes of the same product, previous box and samples have been discarded."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (12) used 31gx5mm bd pen needles without tear drop labels or inner shields attached. Consumer reported needle clog during injection. All 12 returned samples were examined, then tested for flow using a test pen injector: all 12 pen needles were able to expel properly. No defects were observed. A lot history review was carried out for lot 0084029 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. A DHR review could not be carried out on the unknown lot number.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. Verbatim: consumer reported needle clog during injection. Issue involves two boxes of the same product, previous box and samples have been discarded."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0084029, medical device expiration date: 2025-03-31, device manufacture date: 2020-03-24. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. Verbatim: consumer reported needle clog during injection. Issue involves two boxes of the same product, previous box and samples have been discarded."